Manufacturer narrative:
As reported, the tip of 5f 125cm tempo aqua contrast catheter was found to be cracked at the distal end of the body/shaft when opening the package. The device cracked but did not separate into two separate pieces. The procedure was completed by changing to another sim2 catheter. There was no reported injury to the patient. There was no damage to the packaging of the device, and the product was stored without any damage in the lab. The device was prepped per the instructions for use (IFU), and no difficulty was experienced during the prep. The access site was the radial artery, and the intended procedure was for carotid artery stenosis. There was no vessel tortuosity. The device was not returned for evaluation. One photo was submitted for review, and it revealed a cracked condition on the body of the catheter. No other anomalies or outstanding details could be observed in the image. The event ¿catheter (body/shaft) ¿ cracked¿ was confirmed since a cracked condition was noted on the body/shaft. However, the root cause cannot be determined because the device was not returned for evaluation. It¿s possible that storage or handling factors may have caused the crack. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store in a cool, dark, dry place. Do not use if package is open or damaged.¿ based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, the tip of 5f 125cm tempo aqua contrast catheter was found to be cracked at the distal end of the body/shaft when opening the package. The device cracked but did not separate into two separate pieces. The procedure was completed by changing to another sim2 catheter. There was no reported injury to the patient. There was no damage to the packaging of the device, and the product was stored without any damage in the lab. The device was prepped per the instructions for use (IFU), and no difficulty was experienced during the prep. The access site was the radial artery, and the intended procedure was for carotid artery stenosis. There was no vessel tortuosity. The device will not be returned for evaluation as multiple attempts were made without success.

Event description:
As reported, the tip of 5f 125cm tempo aqua contrast catheter was found cracked when opening the package. The device cracked but did not separate into two separate pieces. The procedure was completed by changing to another sim2 catheter. There was no reported injury to the patient. There was no damage to the packaging of the device, and the product was stored without any damage in the lab. The device was prepped per the instructions for use (IFU), and no difficulty was experienced during the prep. The access site was the radial artery, and the intended procedure was for carotid artery stenosis. There was no vessel tortuosity. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.